Event description:
It was reported the physician felt the lead was not steering properly and he was experiencing difficulty guiding the lead as needed. It was reported another lead was opened and steered without any issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.